Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc2218500. Model: sc-8336-50. Serial: (B)(6). Batch: 7070585.

Event description:
It was reported that patient was not able to get enough pain relief. The patient underwent a spinal cord stimulator explant procedure where in all devices were removed.